Event description:
During pci, the patient received one driver rx stent to treat thrombotic occlusion at lad after aspiration was carried out. Timi3 was confirmed after pci. However, it was reported that, 5 days post pci, the patient expired by cardiac rupture. Autopsy result confirmed wide infarct area from ventricular anterior wall to cardiac apex. Myocardial rupture and bloody cardiac effusion were observed at anterior wall near the apex. Arterial sclerosis at cardiac was significant; plaque rupture would have caused the cardiac infarction.

Manufacturer narrative:
Results: inherent risk of procedure (acute myocardial infarction, bleeding complications, death and vessel perforation). (B)(4).